Event description:
It was reported that the ventilator generated technical error codes indicating power error, barometric pressure too low, expiratory flowmeter error, backup audible alarm or remote alarm error and depleted lithium battery. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating power error, barometric pressure too low, expiratory flowmeter error, backup audible alarm or remote alarm error and depleted lithium backup battery on the breathing control printed circuit board (pcb). During troubleshooting of the ventilator, our field service engineer found that the aforementioned technical error codes were generated. Pre-use check failed on excessive leakage. Following service manual guidelines, it was recommended to replace the monitoring pcb, expiratory channel pcb and one pressure transducer pcb. The excessive leakage during pre-use check came from the air gas module. It was later informed that the customer did not accept the service/repair proposal. No further issues have been reported. No device logs were received. The reported technical error code combination may have different, intertwined causes. Different printed circuit boards can contribute to the problem. If an internal power failure occurs during ventilation it can, depending on the type of fault, lead to stop of ventilation. Alarms will be generated. A depleted or otherwise bad lithium backup battery will lead to the reported 'battery depleted' technical error code, but may also lead to the 'internal memory detected' error after a restart. It will not affect ongoing ventilation. Alarms will be generated. The other error codes will in themselves not affect ventilation or represent a minor deviation that is not likely to cause injury. As no device logs were received and no part was replaced and returned for investigation, the root cause for the generated technical error codes could not be determined.

Event description:
Manufacturer's ref #: (B)(4).